Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilateral patient has not been able to hear with the device for the last six months.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device was explanted, but has not been received yet.

Event description:
The bilateral user has not been able to hear with the concerned device for the last six months. The decrease in performance happened over time. Re-implantation took place on (B)(6) 2017 but the explanted device has not been received for investigation.